Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02145.

Event description:
During preparation for a coil embolization procedure, a hospital staff noticed that two ruby coils were accidentally unsheathed upon removal from the dispenser hoops. The reported issue was found prior to use and prior to patient involvement. Therefore, the ruby coils were not used in the procedure. The procedure was completed using new ruby coils.